Manufacturer narrative:
The customer's initial report the fiber tip overheating, is not considered a reportable issue. The device was returned to the MFR and analyzed. Upon analysis of the returned fiber, the fiber cap was found to be detached. The fiber condition would likely result in activation of the systems fiberlife function (high fiber tip temperature/overheating) which will modulate (pulse) the output beam, resulting in reduced tissue vaporization efficiency and/or send the system to standby mode. Based on the analysis findings, a detached fiber tip will also result in forward firing of the side-firing surgical fiber, which has been identified as a potential safety issue. The root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure, resulting in fiber breakage and cap damage. The product labeling warns that tissue contact or tissue probing may cause fiber damage or breakage. The components fiber and cap refer to the results thermal problem.

Event description:
The customer reported that the fiber tip was overheating at 10,840 joules during a prostate procedure. The case was completed with a second fiber. There was no pt injury.